Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm reported that the ECG slave port lock nut came loose. The stm re-tightened it and checked operation and it passed. The stm then performed, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) ECG monitor input was broken. There was no patient involvement and no adverse event was reported.